Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed power loss. The patient's blood glucose at the time of incident was 188 mg/dl. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test however; alarmed no motor movement error during rewind the problem was isolated to motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement error. The motor was tested outside the device and failed. Detailed trace analysis has confirmed power system error and power loss alarms were triggered when backup battery loaded voltage was less 3.5v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly, pump was monitored and functioned properly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.